Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that he pressed the act button, but as soon as he dials the amount and pressed act again, the insulin pump would just blink. He tried again to input a value into the device, and the numbers began scrolling. The customer's blood glucose was 185 mg/dl. He noted that he had been in a rain storm outside, after which he went inside and observed the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage at the keypad traces. No display ramping on its own anomaly was noted. The device was also received with a cracked case at the display window corners, reservoir tube and battery tube threads. The insulin pump was received with a minor scratched display window as well.